Event description:
Tip of hydrophilic wire "broke off" during insertion of the hemostream dialysis catheter.

Manufacturer narrative:
The device used is not available for return to our facility for further investigation. There were no defects or deviations noted during the batch record review. Our dfu states: "caution: when introducer needle is used, do not withdraw guidewire against needle bevel to avoid possible severing of guidewire." The coating "jacket" may separate from the wire if this occurs, as experienced by the user. There is a risk of this defect if the instructions for use provided with the product are not followed. Therefore, this is the likely root cause of the experienced event. Angiotech is working to revise the current instructions for use to provide more detail regarding the place of the guidewire into the tissue as well as include additional consequences/patient safety complications which may result in using the product off IFU.